Event description:
Ous MDR - after an implantation period of about 6 months, oversensing was reported. The lead was cut in half when it was extracted on (B)(6) 2015. The fragments were returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 10.5 cm distal to the is-1 connector pin. All parts of the lead were received. It is reasonable to assume that the dissection of the lead originated from the explantation procedure. The visual inspection of the returned fragments showed cuttings in the insulation and deformations of the rv shock coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead. Due to the dissection the electrical inspection was limited to the dc resistances of the lead fragments. No peculiarities were found. In summary, the lead was found dissected. No deviations were noted in the available lead fragments which might have led to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.